Event description:
It was reported that during a routine device changeout procedure, insulation damage was observed on the right ventricular lead. The lead was repaired and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.